Event description:
The surgeon reported that the patient was re-admitted after patient fell from their chair in 2002. The patient had experienced pain in their right hip several weeks prior to the event. It was stated that the patient is a relatively frail pt who showed good initial progress after the primary procedure within the limits of their physical frailty. After re-admittance it was found that the long gamma nail was fractured and revision surgery was required.